Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had issues with a recoverable fault on the universal surgical manipulator (usm). The technical support engineer (tse) reviewed the system logs and confirmed 319 errors were on usm 2 and multiple (25730, 32114, 307, and then 319) errors on usm 3. No troubleshooting was performed. The procedure was completed with no patient harm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. When the arm was tested on an in-house system, it failed normal mode as it triggered a 319 error. When the arm was tested on patient side cart (psc) fixture test platform (pftp), it failed fiber test. Performed a-b-a test using gold unit axes controller motor (acm) and confirmed original acm was causing the 319 failure. When the arm was further tested on pftp (using gold acm), it passed all the required test. Root cause of this failure is attributed to component failure.